Manufacturer narrative:
Product event summary #(B)(4): the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 92% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4193 implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the device had an unexpected longevity and that the physician thought it should have lasted longer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.